Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to ER after receiving multiple inappropriate shocks. Physician stated this was due to a suspected failure by a competitor lead. Interrogation showed the device was in reset with no therapy available. It was noted the patient had been lost to follow up. Device to be replaced.